Event description:
The customer's parent reported via phone call that the customer had high blood glucose. Customer's blood glucose was over 600 mg/dl. Caller did not have the pump so they declined to troubleshoot for the high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.